Event description:
Reporter called to report that her left breast is swollen and hard. She has problems with her vision, chronic fatigue; that she does not enjoy doing activities because of joint pain, pain in her chest and under her left arm. She has tested positive for lupus, and she has had hard lumps on her back that continue down her spine. Reporter states that she has read about other women who have symptoms like hers and believes it's because of the breast implants that she is experiencing a decline in her health. She really desires to have them both removed but, does not have health coverage nor the money. Reporter stated that she does not remember who the manufacturer is because the implants were implanted 33 years ago.